Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ii us mr 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Middle stent struts were bunched, stretched and lifted from the stent profile. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. Crimp markings were evident on exposed balloon material beneath stretched stent struts, indicating correct crimping and positioning of stent struts prior to event. The undamaged distal section of the crimped stent od (outer diameter) was measured and was less than the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 38 synergy ii drug-eluting stent, it was noted that the stent was malformed and the struts were sticking out. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 38 synergy ii drug-eluting stent, it was noted that the stent was malformed and the struts were sticking out. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.